Event description:
Event description boston scientific received information that no pacing was noted with this left ventricular lead. An x-ray was performed which revealed a fracture near the distal portion of the lead. Therefore, the lead was explanted.